Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code) was confirmed. The belt was unable to send ECG data to the belt node due to ECG puck failures. The cause for failure was isolated to a defective belt node and therapy electrode. The root cause for the service code was a defective belt node and therapy electrode assembly. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported a belt was receiving service codes.